Event description:
It was reported that the patient presented in the emergency room after receiving appropriate therapy for ventricular fibrillation. Upon device interrogation, multiple alerts for possible hv lead issued and low, out of range hv lead impedance were noted. The arrhythmia spontaneously returned to sinus. In clinic test of impedance measurement was normal. Lead was capped and replaced. Patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.